Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: asprin, clopidogrel, rivaroxaban. A review of the manufacturing records for the device(s) verified the lot(s) met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair for an abdominal aortic aneurysm involving the visceral branch vessels as part of the aaa 13-02 tambe ide study. It was reported that the procedure entailed implant of a gore® excluder® aaa contralateral leg endoprostheses which was advanced via the left femoral artery and implanted in the left common femoral artery. The aneurysm at this time was reported to measure 74.0mm in diameter. The patient tolerated the procedure with no reported complications and was discharged to home on (B)(6) 2016. On (B)(6) 2016, the patient was reported to have underwent angioplasty and stenting of the left hypogastric artery for treatment of a critical ostial stenosis. The event was reported to be related to the endovascular procedure and was performed at an different hospital. The patient tolerated the procedure and the stenosis was reported to have been resolved without sequelae.